Manufacturer narrative:
Device is a combination product. The device was not returned for analysis. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-01925. (B)(4) clinical study. It was reported that restenosis occurred. In (B)(6) 2013, patient presented with silent ischemia and the percutaneous coronary intervention was performed. Subsequently, index procedure was performed. The 100% stenosed, 55mm in length, bifurcated, diffused, eccentric, de novo, type c target lesion contained a bend below 45 degrees and was located in the mildly tortuous, mild calcified and 2.25 in diameter proximal left anterior descending artery (lad). Following pre-dilatation, a 2.25x32mm promus element plus stent and a promus element stent were implanted at 11 atmospheres. Post-dilatation was performed with 0% residual stenosis and timi flow 3 was confirmed. Three days after, the patient was discharged. In (B)(6) 2017, restenosis occurred in the proximal lad which was then treated with percutaneous coronary intervention on the same day. Six days later, the event was considered recovered.